Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: the bb shows the pump was manually suspended on 2016-12-09 11:22; deliveries never resumed. The black box shows loss of prime warning associated with a low non-zero force on 2016-12-08 23:31; deliveries resumed at 23:40. A replace cartridge alarm was recorded on 2016-12-08 15:58; deliveries resumed at 16:19. The prime history showed evidence of the user priming approximately 1.31u on 2016-12-08. An ezprime and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 782mg/dl with nausea, vomiting, and thirst and was hospitalized. The patient reportedly discontinued the pump and was treated with insulin via injection and intravenous fluids. During troubleshooting, it was noted that the user was not priming the tubing properly after site changes. A review of the prime history indicated that the user was only priming 1.3units rather than the necessary 12 units. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump.